Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. During download history review, no relevant alarms were recorded in the download history files to confirm the reason code. Unit passed the displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case, scratched case and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer alleged concern of low bgs. No relevant alarms noted in download history review. However, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported insulin over delivery. The customer reported blood glucose value of 55 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-5120ma, mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-5120ma. Mmt-332a, mmt-242a, mmt-1884 were requested and customer response was the device will be returned. The customer will discontinue using the device.